Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure in 2008. Post-operatively two months later, it was noted that the patient had developed a very tiny mesh exposure of no more than one millimeter in diameter in the proximal part of the scar. The patient was given estradiol (vagifem) after the surgeon cut the minimally exposed piece of mesh in the outpatient department.